Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: system controller-internal malfunction.specific component(s) involved: external controller malfunction.additional text: alarmed that was not connected to power even though it was.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.